Event description:
A malfunction code was reported for the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer experienced this malfunction at least three times and was instructed by technical support to put the pump into storage mode before returning it. Technical support confirmed the shipping address and sent a replacement pump with a pre-paid label for returning the problematic device.